Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained low and high blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was 207 mg/dl when paramedics arrived. Customer stated that he had low blood glucose of 25 mg/dl and his wife got his blood glucose up and called the paramedics. Customer stated that he had double pneumonia and he is taken steroids. Nothing further was reported.